Event description:
Note that the date of event was recorded as (B)(6) 2011, but was not reported to anchor until (B)(6) 2011. Bottom section of tissue retrieval bag (along the base) was reported to have sheared off during insertion of the bag into the trocar. The base of the bag fell into the abdomen but was retrieved by the surgeon.

Manufacturer narrative:
No sample was returned. Attempts to tear the bag along the base could not be duplicated. A pull test study was conducted to the point of breakage on a sample of bags and results averaged 29.5 lbf. The method used to advance the bag through the trocar is not indicated on the report, retrieval bags can be damaged if passed through stainless steel reusable trocars which have not been adequately maintained. Sharp edges on the entrance position can damage the bag material. No conclusion can be drawn at this time.